Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and libre reader, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc freestyle libre reader no longer turns on by button or by test strips. On (B)(6) 2021, as a result of not being able to monitor their blood glucose, the customer experienced unspecified hypoglycemic symptoms and had a seizure and a loss of consciousness. The firefighters were called, and the customer received glucose from both non-hcp and hcp for treatment. No further information was provided. There was no report of death or permanent injury.